Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40m08, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported that "the physician had to perform manual suturing, leading to an increased risk of infection, fistula and reoperation." Can you please verify: was there any consequence or change in the patient's postoperative period as a result of the event? No. What is the current status of the patient? Stable.

Event description:
It was reported that during a gastrectomy, during stapling, the staples of the sr75 reloads did not appear, only occurring tissue cut, without stapling it. To conclude the procedure, the physician had to perform manual suture, leading to increased risk of infection, fistula and reoperation.